Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to normal device replacement, the right atrial lead had noise noted on the electrogram. The physician elected to perform no intervention on the lead and would continue to monitor. The patient was asymptomatic due to the event.